Event description:
Due to a patient's complaint of poor vision in the right eye, the light adjustable lens (lal, sn (B)(6), +20.5d) was explanted and a replacement lal+ lens (+22.0d) implanted as a replacement with no patient complications reported. Rxsight's first awareness of the event was on 12/12/2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).